Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two weeks post subcutaneous implantable cardioverter defibrillator (s-ICD) implant, the patient was seen and the wound showed appropriate healing and no signs of infection. Then, at four weeks after implant, the patient presented with an open wound and draining. The system was subsequently explanted. It was reported that previously the patient had three other non-boston scientific device implants that were also explanted due to infection. No additional adverse patient effects were reported.